Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a prospective patient regarding a patient with an implantable neuro stimulator (ins). It was reported that the patient has the ins and the implant did not work for her. No patient symptoms or complications were reported in this event.